Event description:
Information was received from a manufacturer representative via a healthcare professional regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had pain at the pocket site which started in (B)(6) 2016 (date of event is approximate). The physician has been evaluating as the patient also had drainage from the site and discoloration at the site. The patient had been on antibiotics. Prior to this, the patient had been receiving good therapy. The physician opened the battery pocket and noted unhealthy looking tissue and purulent drainage. The lead and battery were explanted on (B)(6) 2016. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.